Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
It was reported from the site that the patient died in the hospital. It was stated that further details from site to follow. It was further stated that patient was explanted. No additional information available.

Manufacturer narrative:
The hvad pump ((B)(4)) was returned to manufacturer for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Log file analysis revealed 30 low flow alarms have been logged since (B)(6) 2016. Three (3) high watt alarms were recorded on (B)(6) 2016. Two transient decreases in power consumption of approximately 0.4 w were logged on (B)(6) 2016. Pump parameters returned to baseline on both occasions. A sustained decrease in power was logged on (B)(6) 2016 at 18:30 followed by two spikes in power consumption were logged on (B)(6) 2016 between 19:30 and 21:00 to a maximum power of 4.3 w. Parameters remained below the normal operating range since (B)(6) 2016 at 21: 30... Analysis of the device revealed that the device met specifications; the device passed functional testing, dimensional verification, and visual examination. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to external factors such as thrombus formation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy, and related comorbidities. There is patient, procedural and pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.